Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan results on adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, tachycardia, vomiting, and was unable to self-treat. The customer was hospitalized and a healthcare professional a blood glucose result of 498 mg/dl on the hcp meter, compared to a sensor scan result of 73 mg/dl. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was unknown days. The customer was administered with insulin injection (dose/type unknown) and intravenous drip for hydration from hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.